Manufacturer narrative:
(B)(4): philips is reporting this only because we have not yet been able to verify that this inop did not represent a loss of audio function; a health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported they were getting a "speaker malf" inop. No patient harm was reported.